Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. As a proactive measure, replaced the fluoro function board and reloaded files. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system monitors went black and the collimator closed down. It was noted that all lights on the c-arm dog house were on. The system had to be rebooted. There was no report of patient injury.